Event description:
It was reported that during a follow up in clinic, inadequate capture and r-wave amplitude variation were noted on the right ventricular (rv) lead. X-ray imaging was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.